Manufacturer narrative:
We are in the process of performing the investigation and will submit the f/u report once the eval is completed.

Event description:
The pt had mesh implanted. Pt had an infection and the mesh was explanted.